Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage post-deployment occurred. The 99% stenosed target lesion was located in the moderately tortuous distal left anterior descending artery. After implantation of a 2.25mmx32mm synergy drug-eluting stent, a non-bsc intravascular ultrasound (ivus) catheter was advanced to observe the inside of the stent. However the ivus came into contact with the proximal edge of the stent struts and had shortened. A balloon catheter was advanced an dilated the shortened stent and the procedure was completed. No further patient complications were reported and the patient's status was good.